Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed during self-test, had lost sensor alarm and will not communicate with test blood glucose meter due to faulty connector on remote frequency board. Insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an error alarm. Customer also stated that the insulin pump and blood glucose readings meter were not communicating. No further information reported.